Event description:
I am a dentist who was using an electric handpiece to prepare tooth #19 for a crown. The back of the head of the handpiece burned the pt's tongue on the left side adjacent to the tooth and the handpiece stopped working/turning. The tongue had a 1.5cm round burn which turned white and some of the papillae was stuck to the overheated head. The pt was informed of this and shown in the mirror. I took digital photos as well. I also called my local rep with the manufacturer right away to inform him and seek advice since it was the first time this ever happened to a pt of mine and was quite alarming. The manufacturer is kavo and the rep informed me that they need to file this with the FDA and that someone would call me back to get a report. A person called me by the end of the day from kavo, but I missed her call. She stated she was out for the next week due to the holidays but I could speak to another person on wed dec 26th 2007 after the christmas holiday. I called that person on wed 12/26 and explained what had happened. I also informed her that the pt had asked for reimbursement of the crown fee. She gave me an address to give to the pt and send all the receipts including the ones from any rx's that I may have given the pt. I passed that info on to the pt on 12/27/07 and also saw the pt for a follow up visit. The area was no smaller ~1cm square with a smooth white layer and healing. Pt reports soreness/pain. Dates of use: 09/2005-12/2007. Diagnosis or reason for use: dental drill used to prepare teeth. Event abated after use stopped or dose reduced: yes.